Event description:
The lead was capped and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise resulting in oversensing on the right atrial (ra) lead. Lead revision is anticipated and the patient was stable.